Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia after eating a fruit bowl, juice, and a candy bar without announcing the meal, resulting in a blood glucose of 232 while using the ilet; this was characterized as a missed meal announcement and a use procedure issue related to the device¿s user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for meal announcement, with no malfunction of the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.